Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they think their battery has died. Patient stated they normally can increase/decrease stimulation but today they saw a message that said "all my data has been wiped". Patient said they called their healthcare provider and were waiting for a call back. Agent had patient attempt to connect with their implant during the call and patient reported seeing "internal device has lost all data. Contact your clinician." The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue.